Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address medical subluxation of femoral component and instability. Intraoperatively, it was noted that the insert was worn and had disassociated from the tray.